Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. A conclusive cause for the reported stenosis, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The reported patient effect of stenosis is listed in the absolute pro peripheral self-expanding stent system instructions for use as a known adverse event that may be associated with the use of a stent in peripheral arteries.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2023, one 5.0x60 mm absolute pro stent was implanted in the distal right superficial femoral artery (sfa). A restenosis of the stented segment in the right sfa as well as the popliteal artery was discovered during the patient's monitoring visit on 03/26/2024. A revascularization took place on (B)(6) 2024 and consisted of blade pta (percutaneous transluminal angioplasty) as well as dcb (drug-coated balloon)-pta which were successful in treating the restenosis. The circumstances for the procedure were difficult since the patient had previously undergone inguinal surgery femoral thrombo-endarterectomy (fem-tea) of the left external iliac artery, common femoral artery and sfa in (B)(6) 2023. The tea impeded the access site puncture during the revascularization procedure. A vasospasm of the right popliteal artery occurred, likely caused by a guidewire, shortly before the vessel closure. The vasospasm was successfully treated with 0.2 mg intra-arterial nitroglycerine. The physician considers it highly improbable that the popliteal vasospasm had any relation to the index study stent. The follow-up monitoring visits on (B)(6) 2024 and (B)(6) 2024 showed regular postinterventional development of the condition. No additional information was provided.